Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
"Cust reached out around 4:15pm in isf case #(B)(4) stating ""when she bites down her left teeth touch but right side does not. Now her jaw is popping when she chews. Also the front teeth appear uneven. We also need #13 replaced because they broke."